Event description:
Stapler used to cut appendix from cecum and stapler misfired. Med got stapler to close but it opened and the reload shot forward from the mouth of the stapler about 1 inch. Md removed the reload from the abdomen and finished the case with a new stapler.